Event description:
It was reported, the colonovideoscope had foreign material in the channel tube. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9, h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was not confirmed. Based on the results of the investigation, the root cause of the foreign material could be confirmed as device was returned to olympus without conducting/completing reprocessing at the facility. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.